Event description:
It was reported that a pump powered off and lost all data. No pt injury was reported. Baxter has made multiple attempts to obtain add'l event info without success.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.